Manufacturer narrative:
Device evaluated by MFR:: a portion of what appeared to be a bsc promus element or promus element plus device was received. Section of device including broken hypotube (hypotube is sheathed consistent with promus element/promus element plus), mid-shaft, inner/outer shaft polymer extrusion, no stent on balloon, yellow tip and total length of returned section measured 103.5cm. The absence of a hypotube lasercut region, the sheathed hypotube and the yellow tip demonstrated that the device was a promus element or a promus element plus. A visual and tactile examination of the hypotube found a hypotube break 1035mm proximal to the device tip and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. The balloon was reviewed and there was no stent on the balloon. The balloon folds were open it appeared that the balloon had been inflated and deflated. A dried media was also noted inside the inflation lumen. An examination (visual and via scope) found no issues with the tip. No other issues noted.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. A 3.00 x 28mm promus element drug-eluting stent was returned with no issues reported. However, upon review of this device, hypotube fracture and stent detach/separation were noted.